Event description:
It was reported that an nibp hose, small adult cuff, and spo2 finger sensor were used. Blood pressure cuff and cord stayed on the pt during the case. There was a pt injury reported. The pt presented with burning on right forearm. Spots were noted over an 8 inch long by 3 inch wide strip on the right forearm. Flamazine treatment provided. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.